Manufacturer narrative:
(B)(4). Batch #: r93f51. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition also it was with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed and then the blade broke off. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that halfway through the sleeve gastrectomy procedure, while using the device, there was a metal scrapping sound that was heard. Upon further inspection, it was realized that the pad had worn off at the tip of the device, hence causing the noise. Just a note that after plugging the instrument to a generator in the beginning, testing of the device was required, which is something unusual. For patient's safety, after inspection of the pad being worn off, had to switch out the instrument. Used enseal to complete the procedure. There was no patient consequence.